Event description:
While attempting to defibrillate a pt, the device failed to discharge. The clinician removed and replaced the electrode pads and charged energy, but the device failed to discharge and displayed an unk fault message. Clinician obtained another device and a third set of electrode pads to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction. The electrode pads were discarded and are therefore not available for evaluation.